Event description:
It was reported the patient experienced a loss of therapeutic effect on the left side. While the hcp was reprogramming the device, it "shut off". No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.